Event description:
During a lap cholecystectomy procedure, a number of the staples were incorrectly deployed around the selected vessel. Some did not close at the top and some of the legs of the staples crossed over. This led to additional staples being required. No pt consequence.